Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ pump module administration sets had defective tubing. The following information was provided by the initial reporter: " the pinch clamp is causing a permanent indentation in the tubing, and making the pump believe that there is air in the line where there is not. There is no way to remove this indentation."

Event description:
It was reported bd alaris¿ pump module administration sets had defective tubing. The following information was provided by the initial reporter: " the pinch clamp is causing a permanent indentation in the tubing, and making the pump believe that there is air in the line where there is not. There is no way to remove this indentation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/11/2021. H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing defective/ damaged was verified by visual inspection. Evaluation of the tubing revealed that the tubing had two distinct kinks in the tubing. When engaging the tubing clamp, the amount of force applied to the tubing leaves a distinguishable kink in the tubing. The set was then primed and checked for leakage. There was no leakage from the kinks in the tubing. In addition, the kinks in the tubing did not cause an occlusion in the tubing. A device history record review for model 2426-0007 lot number 19125907 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that when the clamp was engaged, it caused a noticeable kink in the tubing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #21065181 regarding item #2426-0007. H3 other text : see h.10.